Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 30 mg/dl and 40 mg/dl ranges on two different nights. The patient treated with milk and graham crackers. The customer stated that her basal rates need to be adjusted. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.